Event description:
The facility stated the surgeon attempted to implant a cc4204bf plate collamer lens, diopter +21.5. The plunger overrode the lens prior to insertion into the eye. No pt contact. No pt injury. The injector model msi-pf, cartridge model sfc-25. Lot numbers were not specified by the facility.